Manufacturer narrative:
The hospital reported that central monitor display was blank for 1 ~2 minutes. The nurse was either in the patient's room or right outside of it when the event occurred. The bedside monitor continued to monitor the patient. The event was afib. The patient had experienced the same event previously. The patient was defibrillated. The patient has been moved out of the ICU. The device remains in use and is unavailable for testing. It is not clear what caused the interruption in monitoring at the central station. There has been no reported recurrence. This investigation is considered complete and this issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2018 the central monitor screen went blank for 1 to 2 minutes. At 12:25 am the patient in monitor in room 4414 required defibrillation.